Manufacturer narrative:
H3: one device was returned for repair with cassette not attached error. No relevant service history was available. Verification testing and visual inspection was performed. It was found during visual inspection the downstream occlusion sensor (dso) seal is delaminating and has excessive adhesive protruding from where the seal contacts with the chassis. The complaint could not be reproduced, and the probable cause was unknown. Replaced the dso seal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette not attached error during testing. There was no patient involvement.